Event description:
Pt is a 13-yr-old with severe cerebral palsy, mental retardation, and ventilator dependence. He had a tracheostomy performed on 5/12/95 and was discharged from facility on 5/20/95 on home mechanical ventilation via his trach. He returned to clinic on 8/29/95. At that visit the father noted that his trach had been found by him with the shaft separated from the wings. He was barely able to pull the shaft from the trach stoma before it occluded the tracheal lumen completely. The tracheostomy tube was replaced by the father without apparent problem for the pt.